Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -8.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Excessive vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.